Event description:
A customer reported receiving a minimum fill notification during their third cartridge change of the day and experienced issues with no insulin drops coming out during the fill tubing step, suspecting the pump was the problem. The blood glucose value was not reported to exceed 500 mg/dl. Customer service advised the use of a new box, and a new tubing was successfully filled with the existing cartridge, resuming insulin delivery.